Manufacturer narrative:
Results code 2: 213: the engineering evaluation stated the following: the device was identified to be a 6 x 29 x 1350 mm configuration, which matches the event description. The received device contained only the delivery system. The delivery system was observed to be un-deployed which matches the event description. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of an abdominal aortic aneurysm with a cook fenestrated aaa device system. Following implantation of the main body of the cook device, the renal arteries were cannulated. A 6mm x 40mm ev3 everflex stent was placed in the left renal artery. An attempt was made to advance a 7fr sheath into the right renal artery for delivery of a 6mm x 29mm gore® viabahn® vbx balloon expandable endoprosthesis. The sheath was advanced to the opening of the right renal artery, since it would not go inside the artery. The vbx device was pushed and pulled in attempt to cannulate the artery. The stent then dislodged from the balloon delivery catheter. This was reportedly likely due to pushing too hard as well as the device possibly catching on the previously implanted device and/or catching on some calcium at the origin of the renal artery. As well, the sheath couldn¿t be advanced as far as desired to protect the device. The vbx was not able to be recaptured, so it was left in the patient, within the aneurysm where it was successfully covered by the cook main body devices. Eventually a 12fr gore® dryseal sheath was advanced to the right renal artery and a 6mm x 19mm vbx device was successfully implanted distally. A 7mm x 19mm vbx device proximally, bridging the everflex stent in the left renal to the cook main body. The right renal and superior mesenteric vbx treatments were successful. There was a type I endoleak noted at the end of the procedure coming from behind or under the cook device, unrelated to the vbx¿s which was thought to resolve on its own. The patient is being monitored